Manufacturer narrative:
Results: the pet lock was fractured off the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly and had offset coil winds. There was no visible damage to the braided shaft. Conclusions: evaluation of the returned ruby coil lp confirmed that the embolization coil was not detached from the pusher assembly. Further evaluation revealed that the proximal end of the pusher assembly was fractured off and the pull wire was inside the ddt. This damage was likely incidental to the reported complaint. However, this damage prevented the smart coil from being functionally tested. Therefore, the root cause of the reported issue could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: 4316 the investigation findings do not lead to a clear conclusion about the cause of the reported detachment issue. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps and lp system detachment handle (handle). During the procedure, the physician placed and detached ruby coil lps in the target vessel using the handle. The physician advanced another ruby coil lp into the vessel and used the handle to detach it; however, the ruby coil lp failed to detach. Therefore, it was removed. The procedure was completed using another ruby coil lp and the same handle. There was no report of an adverse effect to the patient.